Manufacturer narrative:
The case states that the inlet solenoid valve (part of the reverse osmosis cwp) failed. The cwp was emitting smoke from the cabinet and shut down. Mar cor service engineer was sent to the site and he replaced the valve. In his report, the cause of the inlet solenoid valve failure may have been due to the leak in the upper half of the valve, issues with the o-ring on the valve, the valve having no shield, or just a bad coil. There was no reports of fire, just smoke. The smoke was confined to the water room only of the clinic. There were 7 patients that were delayed treatment due to this event. No patients or handlers were injured as a result of the smoke and/or machine failure. Mar cor purification will continue to monitor this complaint within the complaint system.

Event description:
Inlet solenoid coil (part of the reverse osmosis central water platform) failed causing the machine to emit smoke and shut down.